Event description:
As reported in the literature article that was reported from the affiliate, the patient experienced stent fracture 3 years post cypher stent placement. This is a (B)(6) male patient with a medical history of hypertension and dyslipidemia. In (B)(6)1999, the patient underwent 3.5x15mm multilink stent placement to the proximal rca. In (B)(6) 2004, a cypher bx (3.5/23mm, cjs23350, lot: unk) was implanted in the proximal rca overlapping the multi-link stent. In addition, another lesion was identified in the mid rca that was described as 40mm in length and a de-novo lesion. The reference vessel diameter was approximately 3.5mm. Pre procedure stenosis was unknown. Two cypher bx (complaint product 3.5/23mm×2, cjs23350, lot: unk) were implanted in the mid rca. Another lesion was identified in the om that was described as 35mm in length and a de-novo lesion. The reference vessel diameter was approximately 2.5-3.0mm. Pre procedure stenosis was unknown. Two cypher bx (complaint product, 3.0/18mm, cjs18300, and 2.5/23mm, cjs23250, lot: unk) were implanted in the om. In (B)(6) 2006, a cypher bx (2.5/23mm, cjs23250, lot: unk) was implanted in the proximal lad. In (B)(6) 2007, in-stent restenosis was not found at follow-up cag. But the cypher bx (cjs23350) implanted in the mid rca was found to be fractured. No treatment was conducted for the fractured stent.

Manufacturer narrative:
The exact event date and implant date is unknown; however, it was reported that the stents were implanted in (B)(6) 2004, and the event of stent fracture occurred in (B)(6) 2007. Concomitant medications included plavix. Information contained in a literature article indicated that a stent fracture was identified three years post stent implant. The patient¿s medical history is significant for hypertension, dyslipidemia and a prior pci with a multilink stent in the proximal right coronary artery five years prior to treatment with cypher stents. The indication for the procedure is unknown. In (B)(6) 2004, a cypher bx (3.5/23mm, cjs23350, lot: unk) was implanted in the proximal rca overlapping the multi-link stent. In addition, another lesion was identified in the mid rca that was described as 40mm in length and a de-novo lesion. The reference vessel diameter was approximately 3.5mm. Pre procedure stenosis was unknown. Two cypher bx (complaint product 3.5/23mm×2, cjs23350, lot: unk) were implanted in the mid rca. Another lesion was identified in the obtuse marginal om that was described as 35mm in length and de-novo. A 3.0mm x 18mm cypher stent and a 2.5mm x 23mm cypher stent were implanted in the om. In (B)(6) 2006, a 2.5mm x 23mm cypher stent was implanted in the proximal left anterior descending artery (lad). Approximately nine months later follow up angiography was performed, no pattern of restenosis was observed; however stent fracture was noted in the stents in the mid rca. No treatment was required. The sterile lot numbers for the devices is unknown therefore a device history report review could not be performed. While not observed in the (B)(4) that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. Pictures provided in the literature review depict the mid rca as angulated. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. With the information provided it is not possible to determine what factors may have contributed to the events but as there is nothing to suggest that there is a design or manufacturing related issue no corrective action will be taken. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2013-00400 and 9616099-2013-00401.